Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with air bubbles. The customer states that every time the reservoir is changed, they receive air bubbles. The customer's blood glucose at the time of incident was unknown. The customer states there is a crack on the screen and the battery housing. The customer states there is damage all over the pump. The customer states they were hit by a car. The customer did not go to the hospital. The customer was advised the pump would have to be replaced and returned for analysis. The customer was also advised to allow insulin to warm up to room temperature to avoid air bubbles.